Event description:
It was reported that the patient experienced persistently elevated blood glucose while using an ilet system; the spouse noted frequent issues with infusion site scar tissue, changed the infusion set location, then replaced all pump supplies after continued hyperglycemia, at which time blood was observed in the tubing. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included troubleshooting and education with guidance to allow time after the set and supply change to assess glucose response. Investigation of this case revealed that the cause of the high glucose remained unclear, with a potential contribution from infusion-related issues consistent with blood in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.